Manufacturer narrative:
Manufacturer's investigation conclusion: it was determined that this event did not meet the requirements of a complaint; however, an initial MDR (medical device report) has already been submitted to the united states food and drug administration. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) and patient handbook (rev. D) outline potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as information regarding system function. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a transesophageal echocardiogram was performed pre-operatively and post-operatively following the left ventricular assist device (lvad) implant. The studies revealed that the patient had a mildly thickened mitral valve with mild to moderate mitral regurgitation, mild tricuspid regurgitation and trace pulmonic regurgitation present.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the regurgitation existed prior to left ventricular assist device (lvad) implant. The device did not cause or contribute to new or worsening regurgitation.